Event description:
The customer reported that there was a communication failure error message. As a result the system intermittently failed to allow fluoroscopic exposures and exhibited intermittent functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 power supply was evaluated, replaced and then calibrated to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.